Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed but the cause is unknown. Two photographs of the implicated guidewire were returned for evaluation. The guidewire contained a complete break in the central core wire and the outer coil wire. The coil wire was elongated and unraveled near the break site. The distal manufactured weld tip was intact on the distal segment of the wire. Elongation of the coil wire can occur when the inner core wire is either broken or sheared. The exact root cause of the damage could not be determined from the photograph alone. Microscopic examination and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include the insertion technique, dimensional incompatibility between interfacing devices, or the guidewire being retracted through the needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the guide crumbled and disintegrated during installation. This had serious consequences for a patient who required surgery to remove guidewire fragments stuck in his peripheral venous system. Additional information received may 1 2024: a piece of the guide wire broke off at installation when they were trying to retrieve the wire and stayed at the patient¿s insertion site. The intensivist was able to make a small incision at the insertion site and retrieve the small piece from the patient. The piece did not go into the patient¿s blood stream.

Event description:
It was reported by customer that the guide crumbled and disintegrated during installation. This had serious consequences for a patient who required surgery to remove guidewire fragments stuck in his peripheral venous system. Additional information received may 1 2024: a piece of the guide wire broke off at installation when they were trying to retrieve the wire and stayed at the patient¿s insertion site. The intensivist was able to make a small incision at the insertion site and retrieve the small piece from the patient. The piece did not go into the patient¿s blood stream.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.